Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger h3. Analysis found non-conformances and the recharger was subsequently scrapped. A recharger failure was found: no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The new recharger cord was working well. ¿thank you¿.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient reported that for a couple of weeks, maybe a month ago, they had been having trouble charging their implanted neurostimulator. Patient stated that the last few days when they were trying to charge their implant, the controller battery would start to go down, but the implant battery wasn't necessarily going up very fast. Patient stated as of yesterday, they cannot get their implant to charge at all. Patient confirmed that they had not had any issues charging the controller using the ac power supply. Patient mentioned that their controller was charged to 100% but their implanted device wouldn't charge and was now fully depleted. Agent asked patient if they had seen any specific error messages on the controller when trying to recharge their implant and patient stated that they were getting several messages saying to contact medtronic. Patient did not recall any of the specific messages. Patient inspected the controller port and recharger cord; patient confirmed no visible damage. Patient reset the controller and attempted to start a recharging session of their implant. Patient reported seeing no device found. Patient pressed try again and was able to start recharging their implant at good quality, but then the charge stopped shortly after. Patient also mentioned that their recharger paddle and relay box get very hot when charging their implant. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.